Event description:
Site had to reset this x-ray system twice during a procedure with a wire in the pt. The pt was not injured.

Manufacturer narrative:
Method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.